Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) arrived at end of life (eol) less than three years after implant. There is a concern that the battery depleted earlier than expected.